Manufacturer narrative:
Concomitant medical products: 429888 lead; implant (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient possibly received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.